Event description:
Rptr had capsulation of both breasts less than one year after implantation. She complains of night sweats, joint pain, chronic fatigue, myalgias, swollen glands, memory loss, skin rash & nausea.